Event description:
It was reported that during the surgery blood pressure dropped and dopamine hydrochloride is used to raise the blood pressure. Patient is getting better. Fall of blood pressure. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of document. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 6 288 products refobacin bone cement r 1x40g, reference (B)(4), lot number a743aa0211 were manufactured on 10 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for refobacin bone cement r 1x40g, batch a743aa0211 within one year. According to available data, the exact root cause can¿t be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference (B)(4), lot number a743aa0211 were manufactured on 10 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the product was used during the knee surgery. At 10:00, the blood pressure drops to 80/46mmhg during the operation. At 10:20, 10mg dopamine hydrochloride is used to raise the blood pressure to 120/80mmhg, and the patient gets better. No additional patient consequences were reported.